Event description:
Pt was implanted with matrix construct at l3-l5 on (B)(6) 2010, for a ruptured disc at both levels. Pt complained of painful hardware. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware. Surgeon did not revise the pt to any add'l hardware since the pt had achieved fusion. Procedure was completed with no problems. This is the 10th of 20 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.